Manufacturer narrative:
Context a customer in united states notified biomerieux of obtaining an identification of brucella when using the vitek ms instrument ( reference 410895 - serial number 50773) with the knowledge base version 3.2.0 while the customer suspects another strain. Investigation results complaint analysis and device history record. A search has been done regarding the complaints recorded for a misidentification due to a kb weakness linked with the bad quality of spectra (for brucella misidentification). The review did not indicate any systematic quality issue. There is no corrective or preventive actions opened nor non conformity on vitek ms linked with the customer 's complaint. Knowledge base review the expected identification is unknown because no reference method was used to confirm the identification. Fine tuning no fine tuning was needed during the test made on 03 aug 2021. Spot preparation quality the spot preparation quality seems to be good. However, the sample ¿all peaks¿ values are low. Sample data analysis the potential misidentification as brucella spp was obtained from the spectra having a low number of peaks (48) and from the spectra having a low identification score (-0.16) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Conclusion the cause of the misidentification issue as brucella spp is a knowledge base weakness with a bad quality of spectra. The expected species seems to be a species out of the vitek ms knowledge base. The identification should be confirmed by the customer with a reference method such as sequencing.

Event description:
Intended use. The vitek® ms system, reference 410895, is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue. A customer in united states notified biomerieux of obtaining an identification of brucella when using the vitek ms instrument ( reference 410895 - serial number (B)(4)) with the knowledge base version 3.2.0 while the customer suspects another strain. There has been no confirmation test to determine the identification of the organism. No patient impact has been reported as a consequence of the misidentification. A biomérieux internal investigation will be initiated.